Event description:
This was a lead extraction case to remove a vdd lead due to infection (paramedic - (B)(6)). The physician initiated lasing with a 14f slsii from subclavian vein. It was unable to go forward when it reached at just before junction of svc and left brachiocephalic vein. The physician replaced the slsii with a cook dilator sheath and could remove the lead from adhesion. However, that did not make the sheath pass through the junction - 14f slsii was used again but it was also unable to go forward. By applying the cook dilator sheath again, the lead was removed from adhesion and the sheath could pass through the junction. When the cook dilator sheath reached near a floating electrode, the 14f slsii was again applied. As the 14f slsii was not wide enough to go through the floating electrode, the physician upsized to a 16f slsii. After the 16f slsii passed tv, a distal tip of the vdd lead was removed from rv. The patient's blood pressure began dropping. Since the physician was unable to extract the lead, kept lasing up to the apex until the lead was removed. Immediately after removal of the lead, the patient's blood pressure dropped to 60mmhg. The physician diagnosed a cardiac tamonade based on echo image. The physician performed pericardial drainage. The patient was given; blood transfusion, infusion, and vasopressor. The patient was reported as stable and recovering.